Manufacturer narrative:
The device remains in the patient and is not available for return. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has made multiple attempts to obtain the cause of death from the clinical site. At the time of this report medtronic has not received information on the cause of death. (B)(4).

Event description:
Medtronic received information that approximately seven months after the implant of the valve, the patient experienced a myocardial infarction (mi) that was treated with medication. Subsequently, the patient expired. No autopsy was performed.